Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an explant procedure, the physician noticed that the contacts were lifting off the lead. One contact left the lead but the physician was able to locate it. The patient was reportedly doing well postoperatively.